Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. It is unknown if one of the returned battery was the same battery used during the event or if it was reconditioned before be returned for evaluation. The two batteries that were returned with the device passed testing in the surepower charger. It's important to note that the logs showed that the device issued two occurrences of low battery messages followed by a shutdown warning prompt to the user, which could indicate a depleted battery and be related to the power issue. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.